Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the r wave amplitude of the right ventricular (rv) lead started to drop and after the sensing configuration was changed the r wave measurement was acceptable. The trend continued to drop and is now low. It was also reported that the short interval counts (sic) is high and the capture threshold has risen and is now high. The lead remains in use. No patient complications have been reported as a result of this event.